Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the left groin following a peripheral intervention during which a stent was placed distal to an antegrade puncture in the common femoral artery. Another stent from a previous procedure was at least 2cm proximal from the puncture site. The vessel was reported to be large enough for angio-seal deployment. The anchor was set in the vessel but the device was unable to be withdrawn. Fluoroscopy was done to visualize the vessel, and the anchor seemed to be properly placed. It was reported the suture may be been locked up. The collagen and suture were able to be removed intact but the anchor remained in the patient. Pedal pulses were normal. Manual pressure was held and hemostasis was achieved. The patient was transferred to an outpatient clinic after collapsing when attempting to ambulate. Computed tomography revealed a small hematoma at the puncture site. The patient expired later that day. The cause of death has not been disclosed.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. The angio-seal device instructions for use (IFU) states that once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.